Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint. The instrument was found to have the main tube broken where it meets the brown plastic part of the hook component. No material was found to be missing. In addition, the pch instrument had a broken conductor wire as a result of the main tube failure. The instrument failed the electrical continuity test. These failures are typically associated with mishandling/misuse. A review of the provided image was performed and was consistent with the hooking being separated from the pch instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the hook fell off of the permanent cautery hook instrument. The procedure was completed with no reported injury. Intuitive surgical inc, follow up with the initial reporter and obtained the following additional information: the clinical manager reported that the fragments were retrieved by the surgical assist through another port. All fragments were retrieved and confirmed by surgeon and surgical assistant. There was no additional surgery for fragment removal but there was a post-operative test for the fragment removal. The instrument was in use for 10-15 minutes. It was inspected prior to use and no damage was found. There was no functionality issues during the surgery, there was no injury to the patient and the patient did not return to the hospital for any post surgical complications. The instrument was sent to isi for further investigation. Pictures of the instrument were available.